Event description:
The home pt's family member reported that the home pt became disconnected during automated peritoneal dialysis treatment with the homechoice machine, causing a 2240 alarm with the homechoice machine. The pt's family member confirms that the transfer set became disconnected from the catheter. They discontinued treatment and reported the issue to the dialysis unit. The transfer set was changed with no pt injury associated with this incident according to the home pt's family member.